Manufacturer narrative:
There have been no additional complaints reported against the finish goods lot and the device history record shows that the product was released per specifications. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause of the customer's complaint could not be determined as a sample was not returned. The manufacturer internal reference number is: 2015-131121

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there was no vacuum and could not maintain continuous irrigation during a left eye cataract surgery. It was reported that the "patient is stable, however, without an intraocular lens implant in the eye."